Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a portion of the lcd display screen was found to be unreadable. The device's lcd display screen was replaced to address the issue.

Event description:
The MFR received info alleging an issue with the ventilator's lcd display screen. The device was not in pt use.